Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No excessive no delivery alarm noted. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The mother reported via phone call that the customer was currently hospitalized with high blood glucose. Customer's blood glucose was 451 mg/dl. The customer was not treated for their blood glucose at the time of the call. The mother also reported the customer had a no delivery alarm on the insulin pump. The customer was unable to rewind the insulin pump due to the alarm. Troulbeshooting found insulin was unable to exit with a fixed prime and the insulin pump alarmed no delivery with a manual prime. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.